Event description:
Due to a posterior dislocated plate haptic intraocular lens in patient's right eye, patient returned to surgery for vitrectomy with removal of posterior dislocated plate haptic intraocular lens and focus implantation of posterior chamber intraocular lens. Initial surgery was performed at another facility.